Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." "We have had a perfusor in that the user said was under infusing." "Details as supplied on the internal incident that was raised "pump not administering correct amount of insulin - when consolidating the day and writing my notes I noticed that the syringe driver administering the patients insulin had not been given the correct amount -- informed the nurse in charge immediately and also the diabetic nurse - ordered a new pump from the porters and changed over the syringe to the new pump" "unit was set up to infuse 50ml @ 1.15ml/h, and began at 14:12 without issue, then at 15:10 a high pressure alarm is triggered (occlusion) and this repeats approximately every 25 minutes until 20:17 when the pump is shutdown, 5hrs and 7 mins later. The pump correctly infused 1.06ml over that time due to the uncleared occlusion, where as it should have infused 5.6ml, resulting in an under infusion."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were intact. No visible damage was found. 2.2 a functional test was performed. A display error was detected in the lc display. The device passed the self-test. A bd plastipak 50ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. According to the customer description the 3rd of december 2021 was analyzed. A bd plastipak 50ml syringe was selected at 14:53 pm and the infusion started with a rate of 1,15 ml/h. One hour later the infusion stopped by the first pressure alarm. A total of 12 pressure alarms occurred during the therapy until 20:32 pm. What is also noticeable from the device history is that many drive test error entries are read out with "end pos not off". The entry is written in the history if there is a problem with the end positioning of the drive. The cause cannot be clarified here since the error did not occur during the investigation. No other abnormalities could be found. 2.4 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,21%. 2.5 the device was disassembled, and the inside was investigated. No visible damage was found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operates within our specification. No product deviation. A display error was detected in the lc display but has nothing to do with the product complaint.